Event description:
It was reported that during the laser photo-selective vaporization of the prostate the fiber had forward firing after 56278 joules used. The laser time was expended to 7 min. Patient's gland volume was: 40g. A second fiber was used to complete the case. There was no patient harm due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits mild devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis identified that the fiber tip exhibit no signs of breaks/fractures. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the observed fiber tip devitrification, an evaluation conclusion code of no problem detected was assigned to this investigation. Analysis of the returned fiber, did not identify a physical break/detachment of the fiber body/parts. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization of the prostate the fiber had forward firing after 56278 joules used. The laser time was expended to 7 min. Patient's gland volume was: 40g. A second fiber was used to complete the case. There was no patient harm due to this event.